Event description:
It was reported that the patient presented in clinic for initial implant procedure on (B)(6) 2026. Upon fixating the right atrial (ra) leadless pacemaker (lp) during procedure, the ralp was unable to be released from the delivery catheter. The ralp was not implanted and an alternate near at hand was implanted instead. There were no patient consequences.

Event description:
It was reported that the patient presented in clinic for initial implant procedure on (B)(6) 2026. Upon fixating the right atrial (ra) leadless pacemaker (lp) during procedure, the ralp was having unstable fixation and was unable to be released from the delivery catheter. The ralp was not implanted and an alternate near at hand was implanted instead. There were no patient consequences.